Event description:
It was reported that the zimmer electric dermatome was not functioning properly. Additional clinical follow up with the customer indicated that when the device experienced issues, the surgeon stopped taking the graft with the dermatome and continued at another site using the humby skin grafting knife. It was reported that the graft harvested from the alternate site using the humby knife was an additional, unplanned graft harvest. An extension in surgical time as a result of the reported issue was reported; however, the exact amount of time was not provided.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.